Manufacturer narrative:
H3 evaluation summary: no device history record (DHR) review could be performed because a lot number was not available. One used sample was received at the manufacturing site for evaluation. Visual inspection was performed and found the sample is incomplete; the cross spike was missing, and no failure can be determined. The reported failure mode will be treated as not confirmed since after evaluation no root cause could be found related to the manufacturing or production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tubing leading into the spike is leaking.